Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned fully mated, and a kink was identified on the hemostasis sheath at the blood inlet hole. The inlet holes of the locator and hemostasis sheath were found to have been damaged/deformed. The carrier tube was also returned and was found to have been in the fully rear-locked position with all components deployed. The carrier tube was found to have been curved, and the suture appeared to have been cut. Dimensional testing was performed. The outer diameter of the locator was measured to be 0.091''which was within the specification of 0.090'' +.000 / -.002. The outer diameter of the sheath was measured to be 0.116'' which was within the specification of 0.114" +/- .005. The inner diameter was measured at 0.091" which was within the specification of 0.093" +/- .005. All measurements were within the manufacturer's specifications. The complaint was confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been off-axis maneuvering/use during the procedure. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal sheath kinked while advancing the sheath which resulted in manual hold. There was no harm to the patient. The procedure outcome was good. There were no other devices or equipment used with the reported product. Additional information was received on 08oct2021. The procedure performed for the patient prior to use of closure device was a coronary angiography using a 6fr procedural sheath.